Event description:
A report was received that during the post implant procedure the patient was experiencing numbness and weakness on the left leg. Hematoma was noted around the lead and decompression was performed at t9, 8, 7, and part of t6. The patient regained all function and was doing well post operatively.